Event description:
It was reported by the customer that a pyxis medstation es system had an error message failed hardware. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie popping out when she recovered it. Med returned to pharmacy. A technical service engineer troubleshooted and found nurse was just confused about the cubie popping out when she recovered it. Med returned to pharmacy. The system functioned as intended.